Event description:
During a coronary drug eluting stenting treatment procedure the stent was bent or malformed. There was no pt contact. The physician used another of the same device to complete the procedure.